Event description:
Mayfield skull clamp slipped while in use with a pt. The slippage was noted at the time of pt draping. No injury occurred as a result of the event. The event resulted in a minor delay in the case.

Manufacturer narrative:
The device involved with the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.